Event description:
It was reported that arctic sun device returned from loan. An electrical safety test was performed, arctic sun device system passed all tests and was functioning properly and was ready for use. The faulty chiller and noisy circulation pump had replaced. Arctic sun device system system was sanitized, evaluated and was found to function in accordance with manufacturer specifications. Arctic sun device was calibrated. Received condition were arctic sun device was visually inspected and no physical damage was found to the unit. Other observations were intermittent chiller fault, noisy circulation pump. Reviewed service history and no service max files found related to the reported problem. Pump hours was 1781 and system hours was 2259.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the circulation pump was noisy. The circulation pump was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.